Event description:
The customer contributes the patient's (patient 3) stage 2 sacral pressure injury to the use of the progressa bed. The customer reported the 45-year-old patient was an intensive care patient with two vital failures, sedated, curarized (paralyzed), and ventilated. Further details of the patient¿s current or past medical history or medical interventions were not provided. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer contributes the patient's (patient 3) stage 2 sacral pressure injury to the use of the progressa bed. The customer reported the 45-year-old patient was an intensive care patient with two vital failures, sedated, curarized (paralyzed), and ventilated. Further details of the patient¿s current or past medical history or medical interventions were not provided. The customer reported the facility positioning protocols were according to current recommendations, and is governed by the consensus conference on the prevention of the risk of bedsores, i.e. Mobilization every two hours, however, no documentation was provided to confirm that this occurred. As the customer cannot specify which patient was on which bed all 11 beds and surfaces were thoroughly inspected by the hrc technician and it was confirmed that the beds are functioning correctly and in accordance with the technical manual: no errors. Airflow works with 30kg on the bed. All values are within the ranges of the technical documentation. The pressures measured were in compliance with the expectations. No malfunction, the bed was performing within specifications. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The progressa integrated air mattress is a therapy surface option for the progressa bed system. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. No malfunction was identified during the inspection of the bed and determined to function as designed. A stage 2 pressure injury is characterized by partial-thickness skin loss no deeper than the dermis and can include intact or ruptured blisters. Stage 2 pressure injuries can heal very rapidly therefore treatment is focused on nutrition to support wound healing and keeping the area protected/covered and clean, medical or surgical intervention is not required to prevent permanent damage. A stage 2 pressure injury is considered to be a moderate injury and does not meet the definition of a serious injury or a serious deterioration in health. This reported event did not result in serious injury nor serious deterioration in the state of health, and the device functioned as intended. Therefore this is not reportable. Based on this information, no further action is required.

Manufacturer narrative:
Hillrom has also been working with the customer to identify the 11 beds impacted, so that an inspection can be carried out to determine malfunction. The customer has not been able to provide specific details in relation to which serial number each patient is related to. At the time of this evaluation, the customer could not confirm the specific device associated with this event, as the investigation is still ongoing to determine the appropriate device involved and its functionality. If any additional relevant information is received the event will be categorized accordingly. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. A stage 2 pressure injury is characterized by partial-thickness skin loss no deeper than the dermis and can include intact or ruptured blisters. Stage 2 pressure injuries can heal very rapidly therefore treatment is focused on nutrition to support wound healing and keeping the area protected/covered and clean, medical or surgical intervention is not required to prevent permanent damage. A stage 2 pressure injury is considered to be a moderate injury and does not meet the definition of a serious injury or a serious deterioration in health. However, at the time of this evaluation, malfunction of the device could not be ruled out and the customer could not confirm the use of this device, as the investigation is still ongoing to determine the functionality of the device and the appropriate device involved. Therefore hillrom is reporting this complaint in absence of clear information.

Event description:
The customer reported experiencing an increase in pressure injuries with the use of the hillrom progressa bed. The customer reported that 11 patients developed nosocomial pressure injuries, which will be evaluated individually. This evaluation is for patient-3 who was reported to have stage 2 sacral pressure injury. This report was filed in our complaint handling system as complaint #(B)(4).